Manufacturer narrative:
(B)(4).

Event description:
Received info the pt has experienced phases of no stimulation and overstimulation including a shock-like overstimulation in the area of paresthesia. This will occasionally occur with manipulation of the ins. Adapativestim is turned off. X-ray of the pocket shows a sharp bend in the extension close to the connector. Impedance measurements did not show anything specific. Add'l info has been requested and if received a follow up report will be sent.